Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. This complaint occurred in (B)(6).

Event description:
It was reported that the tip which connected to the impactor did not connect properly. The procedure was completed with the same device without a significant delay or patient impact. Attempts for additional information have been made, but no more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that this event is no longer reportable, as this type of malfunction has not led or is not likely to lead to a serious injury.